Event description:
When the catheter was connected to the cable, there was no signal displayed on the monitor screen. The rep performed troubleshooting without success. The catheter was removed, and a new catheter was used. There were signals with the new catheter. The procedure was completed smoothly. No injury to the patient.